Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient was having issues with his stimulator and the problem was getting worse. The patient was experiencing more pain and the stimulation did not seem to be working properly. The patient was in a rehab facility and would be there for a while. The patient had not been seen by the physician at the time of the report because the patient was too unstable. No information was provided for the reason of the patient¿s current condition or cause. Interventions and patient outcome were not provided. Follow up was requested to obtain this information. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).